Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. On (B)(6) 2024, the patient stated they were asleep and in the middle of the night, he reportedly received an urgent low alert. However, he reported that there was no alarm on both his g6 mobile app the follow app. The patient stated during this time, he was in a "coma" but suddenly woke up an unspecified time and noticed "low' displayed on the cgm. The patient did not check his blood glucose reading during this time. There was no information regarding treatment or other symptoms and the patient declined to provide further information about the event. Data was evaluated. Data evaluation indicated patient crossed their low threshold of 70 mg/dl with an estimated glucose value (egv) of 62 mg/dl at 10:32 pm on (B)(6) 2024. Patient received their initial urgent low soon alert at 10:32 pm, which was vibration only. Five minutes later at 10:37 pm the urgent low soon alert was cleared, as patient began receiving their urgent low alert at that exact time, which was vibration only. Five minutes later at 10:42 pm, patient received another urgent low alert at fifty percent volume. Five minutes later at 10:47 pm the urgent low alert was cleared, as patient began receiving their low alert at that exact time, which was vibration only. Five minutes later at 10:52 pm the low alert was cleared, as patient's glucose values rose above their low threshold of 70 mg/dl with an egv of 80 mg/dl. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.